Event description:
Procedure type: laparoscopic colectomy. According to the reporter: while using the device during the case, the spring grip broke and some pieces fell into the cavity. No tissue damage. No pt injury was reported.

Manufacturer narrative:
(B) (4).